Event description:
It was reported that during a routine device change out procedure, the atrial lead could not be removed from the pulse generator. The lead was cut and capped. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.